Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a controller failure alarm. The aic was exchanged. No patient harm has been reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The root cause for the intermittent controller failure alarm was not determined due to the inability to reproduce. D9 date device returned to manufacturer added. D2 common device name revised on manufacturer device report 1220648-2024-17707 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-17707 in accordance with updated procedures.